Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider alleges the joystick will not turn left or right intermittently, and the chair will not respond correctly and hesitates on command.